Event description:
It was reported that during testing at the manufacturer facility, the tps bi-directional footswitch had a cut in the cord with bare copper wires showing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.